Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump was under infusing due to a no disposable alarm. There was a residual volume of 63.7ml. There were no adverse events reported.

Event description:
Additional information was received stating the pump gave a clamp tubing alarm first, then a pump won't run alarm after that.